Event description:
Damaged product sudden rise in blood pressure, the patient is treated with diuretics with now result. On suspicion of measuring error zeroing is performed with no result again. The transducer set is then replaced ¿ again with no result. Finally the cable (2016995-001) is changed and the blood pressure gets back to normal. The local biomed has checked the cable and has concluded its defect. Additional details received (B)(6) 2014 - the patient bp rises suddenly and the staff reacts by administering diuretics, the patient had a similar event earlier this evening. The nurse starts to get suspicious, could it be an error reading ? Zeroing of the arterial line is tried, it¿s not possible and therefore the pressure set itself is changed, with no effect on the bp. Now the pressure cable is replaced, and the patients bp gets back to normal. The local biomed has checked the cable and says its broken.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) - the complaint sample was received and an evaluation was completed. Electrical continuity, circuit resistance and complete wiring check was performed on the returned sample. The unit under test was correctly wired. An erratic connection was noted at pin 6 and mechanical damage at pin 6 was observed. A review of the device history record (DHR) was performed for this lot. There were no issues identified with the material or manufacturing process that would have contributed to the reported issue. The reported issue will continue to be trended and evaluated by carefusion. It could not be determined how the damage at pin 6 occured.